Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer used cold insulin to load cartridges. Customer¿s blood glucose reached 120 mg/dl. Customer declined troubleshooting and follow up call from tandem technical support.